Manufacturer narrative:
(B)(4). This complaint was found during a recent literature search of this device. The citation is as follows: murchison ag, young v, djurdjevic t, cellerini m, corkill r, küker w neuroradiology. 2018 jul;60(7):735-744. Doi: 10.1007/s00234-018-2020-6. Epub 2018 apr 11. Stent placement in patients with acute subarachnoid haemorrhage: when is it justified? Information regarding patient weight, medical history, race, and ethnicity was not reported in the publication. The enterprise stent remains implanted in the patient and is thus not available for return. Due to the nature of the complaint, the sterile lot number was not provided in order to conduct a lot history review. Complaint conclusion: as reported in the literature publication entitled, ¿stent placement in patients with acute subarachnoid haemorrhage:when is it justified?¿, a (B)(6) years-old patient with acute subarachnoid hemorrhage, underwent an enterprise stent-assisted coil embolization, suffered a thrombosis which required retreatment. The article discussed the safety of using stents in acute subarachnoid haemorrhage. Between 2008 and 2016, 51 stents were placed during 50 stenting procedures in 49 patients with acute subarachnoid haemorrhage. This included 24 patients with saccular aneurysms, 10 with blister aneurysms, 10 dissections and five fusiform aneurysms. Stents were deployed in ¿bail out¿ situations on eight occasions. In six cases, flow-diverting stents were used. Thrombosis is known potential complications related to the enterprise stent. The enterprise stent remains implanted in the patient and is thus not available for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Cerebral thrombosis is known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. (B)(4).

Event description:
This complaint is from a literature source. It was reported that (B)(6) years-old patient with acute subarachnoid hemorrhage, underwent an enterprise stent-assisted coil embolization, suffered a thrombosis which required retreatment. Title:¿ stent placement in patients with acute subarachnoid haemorrhage: when is it justified?¿ the purpose of this study is to review the safety of using stents in acute subarachnoid haemorrhage. Between 2008 and 2016, 51 stents were placed during 50 stenting procedures in 49 patients with acute subarachnoid haemorrhage. This included 24 patients with saccular aneurysms, 10 with blister aneurysms, 10 dissections and five fusiform aneurysms. Enterprise stent was used in this case. Altogether, 19 enterprise stents were used in 18 cases of this study however catalog and lot number were unknown.